Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the image acquisition system (ias) was making a humming noise while charging. There was no patient present when this issue was identified. Onsite investigation discovered that the reported event was caused by the motor battery charger. Replacement of the charger resolved the issue. No further issues were reported. Analysis of the returned charger confirmed the electrical failure as the issue could be replicated due to a defective charger board. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the image acquisition system (ias) was making a humming noise while charging. There was no patient present when this issue was identified.